Event description:
A user facility registered nurse (rn) reported observing air form in the arterial line of a fresenius combiset bloodline during a patient¿s hemodialysis (hd) treatment. The rn stated that air entered the circuit at an imperfection in the bloodline. Additional details were obtained through follow-up with the nurse. The event occurred within the first twenty minutes of treatment. The machine, a fresenius 2008t machine, was alarming with air detector messages. There were visible air bubbles from the connection between the arterial lumen and the arterial segment of the combiset bloodline. The rn said there were no issues identified with the catheter. No fluid was leaking externally, and all connections were confirmed to be secure. Upon closer inspection, an anomaly was identified on the inside of the connector where the air bubbles were seen. The rn said there appeared to be an imperfection in the tubing of the ¿knurled grip section¿ of the line connector. The rn believed that air was being sucked into the circuit through this space. The patient¿s blood was not returned; estimated blood loss (ebl) was 100 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. A photo of the bloodline imperfection was provided for review. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.